Event description:
It was reported that the user announced a meal without eating in order to receive insulin, after previously pausing and forgetting to resume insulin delivery, which was followed by a very high glucose reading (400 mg/dl) and then an overnight low in the 30 mg/dl. The agent provided education on proper procedure and meal announcements. Symptoms included hypoglycemia. Outcomes included medication treatment with oral glucose. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.